Manufacturer narrative:
No corrective or remedial actions were taken due to the following: the car ring was returned and evaluated by the MFR. No failure was detected and the ring was found to be within its spec. No conclusion as to the cause of this event can be withdrawn with the available info. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.

Event description:
Re-operation was performed on a pt who previously underwent an end to side operation with the car device, due to a leakage observed following an abdominal pain post-operation.